Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 166mg/dl. The customer's blood glucose level has gone as high as 480mg/dl. The customer states they treated with pump and manual injections. The mother states there have been bent cannulas. Troubleshoot was conducted. The cannula was noted to be bent. The customer was advised to conduct full set, reservoir and insulin change. The customer is being sent replacement sets.